Event description:
The customer reported via phone call that the insulin pump sustained a crack to the battery compartment and a piece had broken off from the reservoir compartment. The customer stated that the whole circle where the reservoir goes in came off, and the rubber o-ring within the reservoir compartment fell out. She stated that the reservoir did not lock securely. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a missing o-ring.